Manufacturer narrative:
Additional information: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 syringe infusion pump had an error message l000027. This was observed during setup and preparation. There was no patient involvement. No additional information is available.